Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached over 250mg/dl while wearing the pod on her hip/buttocks for between 24 and 36 hours. She stated that the cannula appeared crooked and bent downwards when the pod was removed. Treatment included a bolus, then replacing the pod and doing another bolus.

Manufacturer narrative:
The returned device was evaluated and two bends in the exposed soft cannula were observed. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction, which indicated an occlusion during run time; its root cause could not be determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.